Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 27-apr-2021, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded a suspected discrepant sodium, potassium and glucose results on a (B)(6) year old male patient dka hypercalcemia. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: lab. Date: (B)(6) 2021. Collected: ni . Tested: 16:15. Results: na mmol/ll: 137,k 7.1, glu 3.7, sample: a. Method: I-stat. Date: (B)(6) 2021. Collected: 17:15 . Tested: 17:15 . Results: na. Mmol/ll: 113, k 3.7, glu 2.4, sample: b. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on (B)(6) 2021. The customer reported obtaining a discrepancy in na, k and glu patient sample results between I-stat cg8+ cartridge lot w20271 and a lab instrument. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. While retained and returned testing met the acceptance criteria found in q04.01.003 rev. Af, appendix 1 - product complaint level 2 and level 3 investigation procedure, cg8+ lot w20271 was previously determined to be deficient for an unrelated cartridge filling issue and is being addressed under (B)(4).